Manufacturer narrative:
The device lot number has been requested. The device is returning for investigation. A follow up report will be provided once the lot history record review and investigation are completed.

Event description:
During a hip arthroscopy using a super multivac with integrated finger switches, a piece of the electrode fell off into the surgical site. The piece was found with x-ray imaging and was retrieved during surgery without any additional incisions.